Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps had a slight tear in the cable insulation of the cautery cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the conductor wire insulation was damaged. It was unknown if the internal wire was exposed or if there was any loss of cautery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was found. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site was also identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.056¿ - 0.073 in length and were not aligned with the tube axis. The root cause of scratch marks on the main tube is typically attributed to mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage after a procedure. The damaged/ broken conductor wire has potential for electrical discharge at a location other than intended. In addition, failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.